Event description:
It was reported that during a peripheral angioplasty procedure, a stent dislodgement occured. The lesion being treated was located in the right illiac. The physician flushed the product properly, then introduced the sentinol self-expending nitinol vascular stent system through the guide catheter. The product crossed the lesion and when the physician started to release the stent, nothing released. The system was withdrawn and it was noted that there was no stent on the system. The procedure was completed successfully with another of the same device. It is unknown if the stent was on the delivery system prior to be introduced into the patient. No stent was found in the packaging. Patient is reported to be "doing well."